Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: analysing the society for vascular surgery and american association for vascular surgery scoring systems for outcomes post-endovascular aortic repair canning et al, ir j med sci 189, 1005¿1013 (2020). Https://doi.org/10.1007/s11845-019-02160-y. Exact date of implant unknown. The cause of the patient deaths were undetermined with no causal link that the endurant stent grafts caused or contributed to these deaths. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patients for the endovascular treatment of abdominal aortic aneurysms on unknown dates. The following adverse events were reported: admission to hdu and ICU post the index procedure for greater than 5 days. The cause of prolonged hospitalization has not been determined.